Event description:
The customer reported that the system would not display an image. No patient injury was reported.

Manufacturer narrative:
The ge service representative conduced an onsite investigation. The lemo connector was replaced. The system was tested and operates as intended.